Manufacturer narrative:
Bd has determined this event as not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the eyelets of intermittent catheter were not smooth and caused some pain to the patient. Patient had been using for more than 90 days. No medical intervention was reported. Per follow-up information received on (B)(6)2021, customer stated that they were able to successfully drain their bladder. Customer stated that they never needed medical intervention and suggested a lubrication to be applied to the catheters. Per follow-up via phone on (B)(6)2021, customer stated that the catheter scratches since the eyelets were not polished and otherwise they were okay. Patient was currently switching between two different catheters to reduce the number of times they used these catheters.

Event description:
It was reported that the eyelets of intermittent catheter were not smooth and caused some pain to the patient. Patient had been using for more than 90 days. No medical intervention was reported. Per follow-up information received on 11nov2021, customer stated that they were able to successfully drain their bladder. Customer stated that they never needed medical intervention and suggested a lubrication to be applied to the catheters. Per follow-up via phone on 17nov2021, customer stated that the catheter scratches since the eyelets were not polished and otherwise they were okay. Patient was currently switching between two different catheters to reduce the number of times they used these catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.